Event description:
Patient unable to obtain blood glucose reading on meter. Patient receiving error code e5. Attempts to triage failed. Battery was replaced, control test performed. Patient verified control solution was not expired. Patient verified control solution was not expired. Patient was sent a new meter and reports the same error on (B)(6) 2014. Patient has returned both meters to u.s. Meters have been inspected and there is no visible signs of damage. Dates of use: #1 (B)(6) 2014. #2: (B)(6) 2014.